Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having high blood glucose, which required treatment from a healthcare professional. His blood glucose level was unknown at the time of reporting. It was also reported that he broke his belt clip. The accessory is being replaced. No additional information was reported.